Event description:
Procedure: c-section. According to the reporter: associated with ftr# us201409-0533. Surgeons reported the tips of th needles were breaking off and the sutures were detaching from the needles. They removed all lots of this product from the shelves as a result. With the patient on (B)(6) 2014, they reported a 4mm object that was seen under x-ray that could be part of a needle. They couldn't confirm that for me. Surgeon was able to complete surgery with other stands of the same suture. No adverse outcome reported. A segment of a needle on the (B)(6) 2014 patient with dr (B)(6). They could not tell me for sure. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. A device fragment fell in the patient cavity. A device fragment may have been left in the patient.

Manufacturer narrative:
(B)(4).